Manufacturer narrative:
This is the marker FDA 3500a form for medical device reporting variance e2020002 for the essure system (p020014) submitted by bayer on 08jan2021 for the period, 01dec2020 to 31dec2020.;a spreadsheet of MDR line-item data for the reports referenced in this report can be found on the "problems reported with essure" page of the FDA web site. ; a. Total number of reports:; 1. By report type: 4925 serious injuries, 25 malfunctions, and 5 deaths.; 2. By patient problem code(s):; 2313 reports associated with patient problem code 3191: no code available.; 1418 reports associated with patient problem code 1994: pain.; 376 reports associated with patient problem code 2687: foreign body in patient.; 343 reports associated with patient problem code 2121: uterine perforation.; 230 reports associated with patient problem code 3193: pregnancy.; 219 reports associated with patient problem code 3165: device fragments in patient.; 133 reports associated with patient problem code 2666: heavier menses.; 97 reports associated with patient problem code 2601: distention.; 90 reports associated with patient problem code 1907: hypersensitivity.; 77 reports associated with patient problem code 1888: hemorrhage.; 69 reports associated with patient problem code 1962: miscarriage.; 58 reports associated with patient problem code 1685: pain, abdominal.;. 40 reports associated with patient problem code 1819: pregnancy, ectopic.; 26 reports associated with patient problem code 2001: perforation.; 16 reports associated with patient problem code 2000: pelvic inflammatory disease.; 15 reports associated with patient problem code 1855: death, intrauterine fetal.; 14 reports associated with patient problem code 1959: menstrual irregularities.; 10 reports associated with patient problem code 1987: organ(s), perforation of.; 10 reports associated with patient problem code 2465: labor, premature.; 7 reports associated with patient problem code 2668: bowel perforation.; 5 reports associated with patient problem code 1802: death.; 2 reports associated with patient problem code 1880: headache.; 2 reports associated with patient problem code 2033: rash.; 2 reports associated with patient problem code 3167: fibrosis.; 1 report associated with patient problem code 1154: wound dehiscence.; 1 report associated with patient problem code 1695: adhesion(s).; 1 report associated with patient problem code 1829: embolism.; 1 report associated with patient problem code 1889: hemorrhage, cerebral.; 1 report associated with patient problem code 1930: infection.; 1 report associated with patient problem code 1932: inflammation.; 1 report associated with patient problem code 1971: necrosis.; 1 report associated with patient problem code 2067: sepsis.; 1 report associated with patient problem code 2068: shock, septic.; 1 report associated with patient problem code 2100: thrombosis.; 1 report associated with patient problem code 2120: infection, urinary tract.; 1 report associated with patient problem code 2278: urticaria.; 1 report associated with patient problem code 2543: abdominal cramps.; 1 report associated with patient problem code 2607: weight fluctuations.; 3. By device problem code(s):; 4741 reports associated with device problem code 2993: no known device problem.; 214 reports associated with device problem code 1069: break.; b. The average patient demographics: 34.7 year old females from the united states based on a sample size of 593 of 4955 reports where a patient age was reported.; c. Report source: legal - all reports are from the two sources described within the essure variance letter (e2020002) dated 24apr2020.; d. Entities submitting reports: bayer pharma ag.; e. Device(s) involved: essure; ess205, ess305.;an analysis of the mentioned information will be conducted periodically as described within the essure variance letter (e2020002) dated 24apr2020.;